Event description:
Device 1 of 4. Reference MFR report #s 1627487-2012-00554, 1627487-2012-00555 and 1627487-2012-00556. It was reported the pt is experiencing pain at the ipg site. In addition, the pt alleges his scs system is not providing the same type of relief he experienced during the scs trial. As such, the pt has requested removal of his scs system. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories. Recall#: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.